Event description:
It was reported while using the device; the alarm failed to sound and the draping had low adhesive. It was also reported that the patient experienced a maceration of 2-3cm occasionally to the periwound.

Manufacturer narrative:
.